Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
Us distributor reported that the patient had a rash underneath the front therapy electrode. The rash was raw and peeling. The patient reported that she had a nickel allergy. The patient's physician prescribed a barrier spray and the irritation improved.